Manufacturer narrative:
The depuy warsaw material research department evaluated the returned glenoid; the head component was not returned. The glenoid was subjected to abrasive wear due to bone particles and polyethylene creep. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The localized wear and deformation of the glenoid component may indicate that there were unexpected stresses on the shoulder prosthesis. This may be due to the implant positioning or soft tissue tensioning or damage. Provided information states the surgeon believes the reason for the loosening is due to the superior migration of the humerus. This was as a result chronic deterioration of the rotator cuff muscles. The superior migration caused an unbalanced force to the glenoid component resulting in a "rocking horse" effect and loosening. A complaint database search finds no other reported incidents against the glenoid provided product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the head component as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: shoulder arthroplasty revision. Original surgery was in 2000. Revision was performed on (B)(6) 2014. Reason for revision: glenoid prosthesis polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.